Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had non-radiating chest tightness, palpitations, and shortness of breath. The patient thought their implantable cardioverter defibrillator (ICD) was firing but it was not. The patient was found to be in ventricular tachycardia in route to the hospital and was cardioverted and given medications. Patient in normal sinus rhythm and symptoms resolved upon arrival to ER (emergency room). Patient was admitted to hospital. The patient had elevated cardiac enzymes and cath revealed multi-vessel coronary artery disease with need for bypass. The patient had bypass with mvr. Post-op day one patient had episode of ventricular tachycardia again. An amio drip was started and patient converted. Upon discharge to rehab, patient was in normal sinus rhythm. The ICD remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.